Event description:
It was reported that a malfunction alarm occurred with the pump. There was no information about the impact on the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.